Event description:
Per the clinic, the patient experienced wound seroma, wound dehiscence and fluid discharge at the implant site, leading to exposed implant body. The patient was treated with IV antibiotics as well as a combination of antibiotics and steroid in a topical ointment form (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.